Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm 19 during basal delivery with multiple cartridges. The customer's blood glucose (bg) level was 206 mg/dl. It was indicated that the customer delivered a correction bolus to address bg level.